Manufacturer narrative:
(Actual device involved in incident was evaluated). Results: the analyzer sensor produced intermittent erroneous ph results. Conclusions: the rapidlab 1260 analyzer produced intermittent erroneous ph results on two different dates.

Event description:
It was reported the rapidlab 1260 analyzer produced intermittent erroneous ph results. Customer reports an event occurred in 2008, but no compliant was submitted. At that time, a field service engineer checked calibration and quality control and no outliers were identified. The following month, a sample was measured on the analyzer producing a ph result of 6.913. The physician asked the lab for confirmation of the ph result. The sample was retested on the analyzer and produced a ph result of 7.338. The syringe (sample) was retested on two other analyzers and produce ph results of 7.329 and 7.337.